Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) fell out of an ambulance. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h3, h6 (type of investigation, investigation findings,investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and ran the unit for 2 hrs and no issue was found. The unit only dropped 1 foot and landed on wheels. All functional and safety test was performed.